Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain which has gotten worse in the last months") and urinary tract infection ("unexplained uti's") in a female patient who had essure (batch no. 627735) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included one a day [b12,d2,b3,b6,retinol,b2,na+ ascorb andb1 mononitr]. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion life threatening), alopecia ("hair balding spots/thinning"), abdominal pain lower ("now wake up to cramping / cramps"), metrorrhagia ("spotting between periods"), menstruation irregular ("irregular cycle"), amnesia ("loss of memory"), weight increased ("weight gain"), vitamin d deficiency ("low vitamin d (deficiency)"), visual impairment ("vision problems"), abdominal distension ("severe bloating"), nausea ("nausea"), muscle spasms ("leg spasm"), fatigue ("fatigue / tired all the time"), dyspareunia ("pain during intercourse"), menorrhagia ("cycle last sometimes 7 days and is heavy and painful") with dysmenorrhoea, hypomenorrhoea ("menstrual cycle sometimes last 3 days and light") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (partial hysterectomy). Essure was removed in 2016. At the time of the report, the pelvic pain, urinary tract infection, alopecia, abdominal pain lower, metrorrhagia, menstruation irregular, amnesia, weight increased, vitamin d deficiency, visual impairment, abdominal distension, nausea, muscle spasms, fatigue, dyspareunia, menorrhagia and hypomenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, dysgeusia, dyspareunia, fatigue, hypomenorrhoea, menorrhagia, menstruation irregular, metrorrhagia, muscle spasms, nausea, pelvic pain, urinary tract infection, visual impairment, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal claim received: essure insertion date and removal dates and lab test were reported. The following event was added: metal taste in her mouth. The plaintiff also reported that essure was removed and which procedure was performed. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057980) on 03-dec-2015. The most recent information was received on 05-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain which has gotten worse in the last months'), salpingitis ('salpingitis') and urinary tract infection ('unexplained uti's / infection (bladder/urinary tract/vaginal) ¿ uti,') in a 41-year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included overweight and paratubal cyst. Concomitant products included minerals nos;vitamins nos (one-a-day). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and pain in extremity ("bilateral arms and legs pain"). In (B)(6) 2009, the patient experienced urinary tract infection (seriousness criterion life threatening), fatigue ("fatigue / tired all the time") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash macular ("blotches on face") and migraine ("migraines / headaches"), 1 year after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia ("cycle last sometimes 7 days and is heavy and painful") with dysmenorrhoea and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2009, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("severe bloating / gastrointestinal or digestive system condition: bloating"). In (B)(6) 2010, the patient experienced alopecia ("hair balding spots/thinning / hair loss"). In may 2011, the patient experienced muscle spasms ("leg spasm /sapsms in leg") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("now wake up to cramping / cramps"), metrorrhagia ("spotting between periods"), menstruation irregular ("irregular cycle"), amnesia ("loss of memory"), vitamin d deficiency ("low vitamin d (deficiency)"), visual impairment ("vision problems"), nausea ("nausea"), dyspareunia ("pain during intercourse"), hypomenorrhoea ("menstrual cycle sometimes last 3 days and light"), dysgeusia ("metal taste in her mouth") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (laparoscopic bilateral salpingooophorectomy removal of tubes and cords and underwent partial hysterectomy to remove defective essure coils / bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, alopecia, weight increased, abdominal distension, muscle spasms, fatigue, menorrhagia, vaginal haemorrhage, female sexual dysfunction, rash macular, hypoaesthesia, vaginal discharge and abdominal pain had resolved and the salpingitis, abdominal pain lower, metrorrhagia, menstruation irregular, amnesia, vitamin d deficiency, visual impairment, nausea, dyspareunia, hypomenorrhoea, dysgeusia, migraine, allergy to metals, back pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, back pain, dysgeusia, dyspareunia, fatigue, female sexual dysfunction, hypoaesthesia, hypomenorrhoea, menorrhagia, menstruation irregular, metrorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, rash macular, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2008 plaintiff received treatment for :pain- dysmenorrhea (cramping), apareunia, pelvic pain, abdomen pain, menorrhagia, gi conditions, fatigue, hair loss, weight gain, neuro condition/ problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: fallopian tubes were occluded. Pathology test - on (B)(6) 2016: revealed the coils to be in the tube bilaterally extending into the proximal portion of the tubes; on (B)(6) 2016: final diagnosis: fallopian tubes, bilateral, salpingectomy: a. Benign fallopian tubes with multiple paratubal cysts (up to 0.9 cm). B. Foreign body consistent with essure device is grossly identified.. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; pelvic pain, salpingitis. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs and medical records received: reporter information, patient demography, medical history, concomitant drugs and lab data were added. New events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), blotches on face, migraines / headaches, numbness in legs, nickel allergy, vaginal discharge, lower back pain, bilateral arms and legs pain, abdominal pain & salpingitis were added. Outcome of events pelvic pain, hair loss, weight gain, bloating, spasms in leg, fatigue, urinary tract infection, menorrhagia, dysmenorrhea was updated as recovered /resolved. Severity of event lower abdominal pain updated as severe. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.